Event description:
A report was received by ciba vision from a surgeon that a patient had a right eye memorylens implant in 1999, and when seen at exam in 2000 it was noted that the lens was beginning to opacify. The patient was examined on 12/2001, the surgeon noted that the lens had a frosted surface. The patient's visual acuity at this exam was 20/50 +1 od. The doctor's prognosis was listed as fair, and he stated that the patient's condition was not stable. At this point the surgeon is not planning on explanting the lens.